Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12113. Related manufacturer reference number: 2017865-2021-12117 . Related manufacturer reference number: 2017865-2021-12118. It was reported that the patient presented for an implantable cardioverter defibrillator system extraction due to vegetation on the tricuspid valve. The system was extracted successfully, and the patient was in stable condition throughout the procedure.